Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was experiencing extreme pain a couple of days post implant. It was reported that they were admitted to the hospital. The rep was called into the hospital to interrogate their device on (B)(6) 2018. No issues were found with the battery or lead. The unit was turned off. It was reported that possible external factors that may have led or contributed to the issue was that the patient went into renal failure on (B)(6) 2018. It was reported that the rep was notified on (B)(6) 2018 that the patient was in the intensive care unit with renal failure. It is unknown if the issue was resolved, but it was indicated that the rep would follow-up with more information. No surgical intervention has been performed, but it remains unknown and will not be made available if a surgical intervention will be planned. It was reported the event occurred on (B)(6) 2018. No further complications were reported/anticipated. Additional information received from the manufacturing representative indicated that the patient¿s extreme pain was not resolved, and they were still the intensive care unit for renal failure. No further complications were reported or anticipated.